Event description:
It was reported that the right atrial (ra) lead impedances were low and varying with manipulation during the change out procedure. The physician re-opened the pocket to make sure the lead was seated properly. They reset the lead into the header and the lead impedance was still low. They removed the lead from the device. When the lead was pulled from the pocket in a bipolar configuration, the lead impedance was within normal range. When the lead was retracted back into the pocket, lead impedance was low. There were no pacing markers, the lead was not sensing, not pacing and there was no capture. Manipulation of the lead allowed for a bipolar impedance that was within range. Visual inspection of the lead showed no fracture or insulation breech. The lead was again connected to the device and bipolar impedance was improved but still lower than the normal range. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted (B)(6) 2014. (B)(4).